Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial (B)(4), description: precision spectra implantable pulse generator. Model #: sc-2218-70, serial (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's device placement in the thoracocervical spine was causing headaches. The patient will undergo revision procedure.

Event description:
A report was received that the patient's device placement in the thoracocervical spine was causing headaches. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.